Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2006 and subsequently expired on (B)(6) 2006, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #2937457-2014-00459, 2937457-2014-00460, 1225714-2013-02984, 1225714-2013-02985, 1225714-2013-02986 and 1225714-2013-02987.